Event description:
Unomedical reference number (B)(4). Event occurred in canada on 03 april 2024, it was reported that the patient experienced an issue with one infusion set, specifically, the cannula was bent. The customer noticed symptoms within three hours of insertion, and the site of insertion was the abdomen. It was confirmed by the customer that the introducer needle was ahead of the cannula before insertion. The customer regularly rotates the site location, and the area was not impacted in any way. At the time the issue was noticed, the customer's blood glucose level was 7 mmol/l. The customer successfully resolved the issue by replacing the infusion set and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.